Event description:
It was reported that after the afib pfa procedure on (B)(6) 2025, the patient expired. The caller was made aware of the patient death by hospital staff today, (B)(6) 2025. It was reported to the caller that the patient expired "over the weekend," within three to four days after the procedure, the exact date is unknown. Staff reported to the caller that the patient informed the family that they were not feeling well but did not go to the hospital. No further details were known. The caller stated that the procedure on (B)(6) 2025 was unremarkable, there were no complications. Caller reported that the patient had a poor ejection fraction prior to the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).